Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days after the implant procedure, the patient experienced extracardiac stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.